Manufacturer narrative:
A visual inspection was performed on 1 opened and used reservoir and found the snap-cap detached from the reservoir neck; unable to perform the pre-fill test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had issue with plunger rod. Customer's blood glucose at time of incident was 119 mg/dl. Customer stated they are unable to remove the plunger rod. Customer was advised to use another reservoir. Customer changed out reservoir to solve issue. Customer was advised to return the reservoir for analysis and we will send replacement reservoir.